Manufacturer narrative:
Visual analysis was performed on the returned product. The reported retraction problem was unable to be confirmed as it was related to procedural circumstances. The material separation which occurred during additional handling outside of the patient was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the reported event description and evaluation of the returned unit, the reported retraction problem resulting in unexpected medical intervention appears to be due to circumstances of the procedure. It is likely that the filtration element was carrying an excessive embolic load resulting in difficulty retracting. As a result, unexpected medical intervention was required to remove everything as a single unit. Reportedly, the separation occurred during additional handling outside of the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 100% stenosed lesion in the left superior femoral artery (sfa). The emboshield nav6 embolic protection system (eps) was used without issue, however during removal, the filter could only be partially retrieved because it was full. A buddy wire was placed, and the filter was partially pulled into the retrieval catheter, and the filter, retrieval catheter and barewire were removed as a single unit. Once outside of the anatomy, the scrub tech pulled on the distal marker with his gloved fingers to see if there was anything in the filter and the distal marker came off easily in the retrieval catheter. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.